Event description:
The customer reported that the system failed to complete the boot up process. No pt death or serious injury was reported.

Manufacturer narrative:
No conclusion can be drawn das repair info is unavailable and no additional service info was provided.